Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer removed the sensor the cannula was half the size of a normal cannula. The customer also reported multiple sensor errors. Customer blood glucose level at the time 144 mg/dl. Troubleshooting occurred. No additional information was provided.